Event description:
It was reported that the ars (syringe) leaked from the needle tip end and needle hub during functional test. It was found that there was a crack in the needle hub.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle connected to an ars for evaluation. Visual and microscopic examination of the needle revealed a single crack in the introducer needle hub. The returned needle was attached to the returned ars and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. A device history record review was performed with no relevant findings identified. The reported complaint that the introducer needle hub was cracked was confirmed by the customer photo and the complaint investigation. The returned introducer needle contained a single crack in the hub. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ars (syringe) leaked from the needle tip end and needle hub during functional test. It was found that there was a crack in the needle hub.